Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad cramping') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced post procedural discomfort ("implantation procedure was uncomfortable") and procedural pain ("implantation procedure extremely painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pain ("pains for months"), visual impairment ("vision problems"), migraine ("chronic migraines"), palpitations ("heart palpatations"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), nausea ("nausea"), dizziness ("dizziness"), alopecia ("hair loss"), abdominal distension ("extreme bloating"), breast pain ("breast pain / tenderness"), breast tenderness ("breast pain/tenderness"), menstrual disorder ("abnormal periods"), nervous system disorder ("neurological issues"), tooth disorder ("dental problems"), paraesthesia ("numbness/tingling"), hypoaesthesia ("numbness/tingling"), arthropathy ("joint/back problems"), back disorder ("joint/back problems"), fibromyalgia ("fibromayalgia"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety") with temporomandibular joint syndrome, inflammation ("inflammation"), motion sickness ("my horrible motion sickness has anything to do with essure"), abnormal behaviour ("so crazy"), decreased appetite ("I dont have much of an appetite feeling at all"), pelvic pain ("dealing with pain") and affective disorder ("dealing with mood") and was found to have benign breast neoplasm ("benign breast tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, post procedural discomfort, benign breast neoplasm, procedural pain, pain, visual impairment, migraine, palpitations, feeling abnormal, dysgeusia, weight increased, fatigue, hypersensitivity, nausea, dizziness, alopecia, abdominal distension, breast pain, breast tenderness, menstrual disorder, nervous system disorder, tooth disorder, paraesthesia, hypoaesthesia, arthropathy, back disorder, fibromyalgia, premenstrual dysphoric disorder, anxiety, inflammation, motion sickness, abnormal behaviour, decreased appetite, pelvic pain and affective disorder had resolved. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, anxiety, arthropathy, autoimmune disorder, back disorder, benign breast neoplasm, breast pain, breast tenderness, decreased appetite, dizziness, dysgeusia, fatigue, feeling abnormal, fibromyalgia, hypersensitivity, hypoaesthesia, inflammation, menstrual disorder, migraine, motion sickness, nausea, nervous system disorder, pain, palpitations, paraesthesia, pelvic pain, post procedural discomfort, premenstrual dysphoric disorder, procedural pain, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media -inflammation. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information form social media was received: new reporter was added. Outcome of all event were updated to "recovered" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA- (B)(4), on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad cramping') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced post procedural discomfort ("implantation procedure was uncomfortable") and procedural pain ("implantation procedure extremely painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pain ("pains for months"), visual impairment ("vision problems"), migraine ("chronic migraines"), palpitations ("heart palpatations"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), nausea ("nausea"), dizziness ("dizziness"), alopecia ("hair loss"), abdominal distension ("extreme bloating"), breast pain ("breast pain / tenderness"), breast tenderness ("breast pain/tenderness"), menstrual disorder ("abnormal periods"), nervous system disorder ("neurological issues"), tooth disorder ("dental problems"), paraesthesia ("numbness/tingling"), hypoaesthesia ("numbness/tingling"), arthropathy ("joint/back problems"), back disorder ("joint/back problems"), fibromyalgia ("fibromayalgia"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety") with temporomandibular joint syndrome, inflammation ("inflammation"), motion sickness ("my horrible motion sickness has anything to do with essure"), abnormal behaviour ("so crazy"), decreased appetite ("I dont have much of an appetite feeling at all"), pelvic pain ("dealing with pain") and affective disorder ("dealing with mood") and was found to have benign breast neoplasm ("benign breast tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) of 2017. At the time of the report, the abdominal pain, autoimmune disorder, post procedural discomfort, benign breast neoplasm, procedural pain, pain, visual impairment, migraine, palpitations, feeling abnormal, dysgeusia, weight increased, fatigue, hypersensitivity, nausea, dizziness, alopecia, abdominal distension, breast pain, breast tenderness, menstrual disorder, nervous system disorder, tooth disorder, paraesthesia, hypoaesthesia, arthropathy, back disorder, fibromyalgia, premenstrual dysphoric disorder, anxiety, inflammation, motion sickness, abnormal behaviour, decreased appetite, pelvic pain and affective disorder had resolved. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, anxiety, arthropathy, autoimmune disorder, back disorder, benign breast neoplasm, breast pain, breast tenderness, decreased appetite, dizziness, dysgeusia, fatigue, feeling abnormal, fibromyalgia, hypersensitivity, hypoaesthesia, inflammation, menstrual disorder, migraine, motion sickness, nausea, nervous system disorder, pain, palpitations, paraesthesia, pelvic pain, post procedural discomfort, premenstrual dysphoric disorder, procedural pain, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media -inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad cramping') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced post procedural discomfort ("implantation procedure was uncomfortable") and procedural pain ("implantation procedure extremely painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pain ("pains for months"), visual impairment ("vision problems"), migraine ("chronic migraines"), palpitations ("heart palpatations"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), nausea ("nausea"), dizziness ("dizziness"), alopecia ("hair loss"), abdominal distension ("extreme bloating"), breast pain ("breast pain / tenderness"), breast tenderness ("breast pain/tenderness"), menstrual disorder ("abnormal periods"), nervous system disorder ("neurological issues"), tooth disorder ("dental problems"), paraesthesia ("numbness/tingling"), hypoaesthesia ("numbness/tingling"), arthropathy ("joint/back problems"), back disorder ("joint/back problems"), fibromyalgia ("fibromayalgia"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety") with temporomandibular joint syndrome, inflammation ("inflammation"), motion sickness ("my horrible motion sickness has anything to do with essure"), abnormal behaviour ("so crazy"), decreased appetite ("I dont have much of an appetite feeling at all"), pelvic pain ("dealing with pain") and affective disorder ("dealing with mood") and was found to have benign breast neoplasm ("benign breast tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, post procedural discomfort, benign breast neoplasm, procedural pain, pain, visual impairment, migraine, palpitations, feeling abnormal, dysgeusia, weight increased, fatigue, hypersensitivity, nausea, dizziness, alopecia, abdominal distension, breast pain, menstrual disorder, nervous system disorder, tooth disorder, paraesthesia, hypoaesthesia, arthropathy, back disorder, fibromyalgia, premenstrual dysphoric disorder, anxiety, motion sickness, abnormal behaviour, decreased appetite, pelvic pain and affective disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, affective disorder, alopecia, anxiety, arthropathy, autoimmune disorder, back disorder, benign breast neoplasm, breast pain, breast tenderness, decreased appetite, dizziness, dysgeusia, fatigue, feeling abnormal, fibromyalgia, hypersensitivity, hypoaesthesia, inflammation, menstrual disorder, migraine, motion sickness, nausea, nervous system disorder, pain, palpitations, paraesthesia, pelvic pain, post procedural discomfort, premenstrual dysphoric disorder, procedural pain, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media -inflammation. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter and new events( mood disorder nos and pelvic pain female) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad cramping') and autoimmune disorder ('autoimmune disease') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced post procedural discomfort ("implantation procedure was uncomfortable") and procedural pain ("implantation procedure extremely painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pain ("pains for months"), visual impairment ("vision problems"), migraine ("chronic migraines"), palpitations ("heart palpitations"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), nausea ("nausea"), dizziness ("dizziness"), alopecia ("hair loss"), abdominal distension ("extreme bloating"), breast pain ("breast pain / tenderness"), breast tenderness ("breast pain/tenderness"), menstrual disorder ("abnormal periods"), nervous system disorder ("neurological issues"), tooth disorder ("dental problems"), paraesthesia ("numbness/tingling"), hypoaesthesia ("numbness/tingling"), arthropathy ("joint/back problems"), back disorder ("joint/back problems"), fibromyalgia ("fibromyalgia"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety") with temporomandibular joint syndrome, inflammation ("inflammation"), motion sickness ("my horrible motion sickness has anything to do with essure"), abnormal behaviour ("so crazy") and decreased appetite ("I dont have much of an appetite feeling at all") and was found to have benign breast neoplasm ("benign breast tumor") and weight increased ("weight gain"). The patient was treated with surgery (essure getting out). Essure was removed. At the time of the report, the abdominal pain, autoimmune disorder, post procedural discomfort, benign breast neoplasm, procedural pain, pain, visual impairment, migraine, palpitations, feeling abnormal, dysgeusia, weight increased, fatigue, hypersensitivity, nausea, dizziness, alopecia, abdominal distension, breast pain, menstrual disorder, nervous system disorder, tooth disorder, paraesthesia, hypoaesthesia, arthropathy, back disorder, fibromyalgia, premenstrual dysphoric disorder, anxiety, motion sickness, abnormal behaviour and decreased appetite outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal behaviour, alopecia, anxiety, arthropathy, autoimmune disorder, back disorder, benign breast neoplasm, breast pain, breast tenderness, decreased appetite, dizziness, dysgeusia, fatigue, feeling abnormal, fibromyalgia, hypersensitivity, hypoaesthesia, inflammation, menstrual disorder, migraine, motion sickness, nausea, nervous system disorder, pain, palpitations, paraesthesia, post procedural discomfort, premenstrual dysphoric disorder, procedural pain, tooth disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media -inflammation. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Case upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.